Event description:
It was reported while imaging with an intravascular ultrasound (ivus) catheter in a lesion located in the left anterior descending (lad) artery, a dissection occured. The physician put the ivus catheter and the guide catheter down the lad and when retrieving it, the vessel was dissected from the left main (lm) all the way down. The dissection was treated with four drug-eluting stents. Post initial intervention, the pt returned with a thrombosis in the most proximal stent and was sent for bypass surgery. The pt status was reported as "ok". In the opinion of the physician, "the dissection may have occurred due to deep-seating of the guide catheter." Multiple attempts to request additional info have been unsuccessful. Same event as MFR reports# 2134265-2008-04612 for the guide catheter and # 2134265-2008-04616 for the stent.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. The device has not been returned and is not expected.